Event description:
It was reported the patient¿s implantable neurostimulator (ins) ¿erased the data on his credit card when he put his credit card in his wallet, next to the neurostimulator.¿ it was later reported that the patient was ¿revised and doing great.¿ if additional information is received, a supplemental will be filed.

Manufacturer narrative:
Concomitant products: product ID 3708340, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3708340, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 399930, lot # j0527224v, implanted: (B)(6) 2005, product type lead. (B)(4).